Manufacturer narrative:
This report is related to: 3004939290-2019-01404. As reported, two 6f-7f mynxgrip vascular closure devices (vcd) had balloon bursts. There was no reported patient injury. The mynxgrip devices were inserted into the sheath and pulled back as the balloon was nearing the arteriotomy. A non-cordis 6f sheath was used. Manual pressure was held to achieve hemostasis and the patient went home fine. It was a normal stick in a 5.5mm vessel. The deployer is trained on mynxgrip. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30 ¿ 45 degrees) of the vascular sheath introducer. The stick location was the femoral head. The mynx vascular closure device (vcd) was prepped according to the instructions for use (IFU). The balloon lost pressure during patient use. There was prior pta, stent or vascular graft in the common femoral. The balloon lost pressure at the 1st stop. There was not any visible damage to the distal end of the sheath after removal. There was some pvd/calcium in the vicinity of the puncture site. The product was not returned for analysis. The product history record (phr) review of lot f1827603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the information available for review, access site vessel characteristics (there was a prior pta, stent or vascular graft in the common femoral; and there was some pvd/calcium in the vicinity of the puncture site) and/or the condition of the procedural sheath (balloon lost pressure at the 1st stop and sheath was not returned for analysis to verify) most likely contributed to the reported event since a calcified vessel and/or a frayed distal tip of the sheath can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1827603 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This report is related to 3004939290-2019-01404.

Event description:
As reported, two 6f-7f mynxgrip vascular closure devices (vcd) had balloon bursts. There was no reported patient injury. The mynxgrip devices were inserted into the sheath and pulled back as the balloon was nearing the arterotomy. A non-cordis 6f sheath was used. Manual pressure was held to achieve hemostasis and the patient went home fine. It was a normal stick in a 5.5 mm vessel. The deployer is trained on mynxgrip. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30 ¿ 45 degrees) of the vascular sheath introducer. The stick location was the femoral head. The mynx vascular closure device (vcd) was prepped according to the instructions for use (IFU). The balloon lost pressure during patient use. There was prior pta, stent or vascular graft in the common femoral. The balloon lost pressure at the 1st stop. There was not any visible damage to the distal end of the sheath after removal. There was some pvd/calcium in the vicinity of the puncture site.